Event description:
ICD data for device detected vt episodes and device treated vt episodes were collected for 6-months pre- and postablation. Results: substrate analysis demonstrated reductions in the borderzone area of 4.4 cm2 (p = 0.026) and late potential area of 3.5 cm2 (p = 0.0449) post-ablation, with reductions in the mean bipolar and unipolar voltages of the ablation target areas (0.14 mv (p = 0.0007); 0.59 mv (p = 0.0072) respectively). Complete procedural success was achieved in 9 procedures. Post-ablation vt inducibility testing was not performed in 1 procedure due to a steam pop complication resulting in requiring drainage. Mean follow-up of 214 ? 33 days revealed an 88% (n = 266 median 16 [iqr 3?57] to n = 33 median 0; p = 0.0164) and 77% reduction in ICD therapies (n = 128 median 5 [iqr 2?15] to n = 30 median 0; p = 0.0181). Pericardial tamponade occurred due to a steam pop after 48 min of ablation requiring. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).